Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with right atrial (ra) lead noise resulting in oversensing. The physician elected to make no lead revision or programming changes at the time. The patient was in stable condition.